Event description:
Pt descending stairs. He leads with his effected side and was holding the rail. Knee felt wobbly causing him to lose balance and fall down 7 stairs to the tiled floor. The pt had a mild concussion, a broken nose and required 40 stitches in his forehead.

Manufacturer narrative:
Failure mode: pt stated that the knee felt "wobbly and loose causing him to lose balance and fall". Knee passed all functional tests as received. Ultrasonic test reading 20, high limit 40. Medial/lateral test reading .43mm, high limit .50mm. Friction test reading 98, high limit 200. No bumber or shim was fitted to the knee when received. Fitted knee with proper bumper and shim and had our clinical consultant walk it with no detectable issues. Walked stairs numerous times including descending foot over foot. Failure cause: no failure perform correctly was detected. The knee would be very unstable without a bumper installed. Result-corrective action: none-IFU currently addresses descending stairs. Possible user or set-up error. If pt loaded toe when removing foot from stair step the knee would unlock by design.